Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and a non-boston scientific device exhibited out of range shock impedance measurements. The patient's device was explanted for normal battery depletion, and this lead remains in service with the new device and there were no further issues reported. No adverse patient effects were reported.